Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the acetabular cup associated with this report was not received for examination. Examination of provided x-ray images does find evidence to support a disassociation event. It is also noted that the acetabular cup is positioned with more anteversion than is recommended by depuy. Cup placement is determined by the implanting surgeon and is not considered a product problem. The device manufacturing records have been reviewed. No related deviations or anomalies identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device manufacturing records have been reviewed. No related deviations or anomalies identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting pinnacle pe inlay has been dislocated from the pinnacle cup. Inlay has now been replaced by a new one. Doi: about 2 yrs. Ago, dor: (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes dated (B)(6) 2020 indicated that the patient received a right total hip revision due to disassociation of the inlay and cup, inlay implant fracture, massive joint adhesions and synovitis. The head and liner were revised, fragments of fractured liner were removed, synovectomy, excision of adhesions and thorough irrigation of the joint were completed. The surgery was completed without indication of complication by the surgeon. Affected side: right hip.